Manufacturer narrative:
(B)(4). This investigation is being completed per (B)(4) as no problem was found. Therefore the complaint history and DHR reviews are not required. On (B)(6) 2018, it was reported from (B)(6) medical center that twelve 1.5 to 1 dermacarriers and fourteen 3 to 1 dermacarriers were reported to not extend the patient¿s skin. The surgeon said "a part couldn't extend due to couldn't cut the skin completely, the other part, the fibers of skin was remain." On 03 dec 2018, a returned product investigation was performed on the 1.5 to 1 dermacarriers and 3 to 1 dermacarriers. The physical evaluation revealed that the returned carriers were all to specification with no problems found with the product. The results of the returned product investigation have not confirmed the reported event. The root cause of the reported event cannot be specifically determined with the provided information because the returned carriers were all to specification with no problems found with the product. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during the surgery, this product couldn't extend the patient's skin. The surgeon said that a part couldn't extend due to couldn't cut the skin completely, the other part, the fibers of skin would remain. There was a delay of 15-30 minutes to extend the mesh completely but no patient harm. No adverse events were reported as a result of this malfunction.